Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited low out-of-range (oor) pacing lead impedance. Boston scientific technical services (ts) discussed troubleshooting options and recommended bringing the patient in for evaluation. Additional information indicates that there was noise on the lead and a lead fracture was suspected however, was not conclusively determined. The rv was surgically abandoned and the device was explanted and no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an evaluation of the lead was performed. A visual inspection of the lead proximal segment returned indicates that the lead was severed from the terminal pin. The observation against the lead could not be confirmed by analysis. The lead segment passed electrical testing. Further, the damage to the lead was consistent with damage caused during explant.